Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector safety mechanism fell off during use. The following information was provided by the initial reporter: "started a nexiva 20g during conversion week and the white safety did not catch - just came right off. No needle stick to anyone."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector safety mechanism fell off during use. The following information was provided by the initial reporter: "started a nexiva 20g during conversion week and the white safety didn¿t catch, just came right off. No needle stick to anyone."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown.